Event description:
It was reported the subject device tip of the electrode (loop type) appeared slightly bent and covered the operative field during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, d9: additional information, g1: correction, h2: additional information, device evaluation, correction, h3: additional information, h4: additional information, h6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure the electrode. The event can be detected/prevented by following the instructions for use which state: chapter5 preparation 5 preparation 5.2 inspection general inspection ¿ check that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the insulation of the cable, hf-resection electrode and working element - no scratches - no corrosion - no missing or loose parts. Check all markings on the product for clear visibility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.